Event description:
Reporter noted faulty foot pedal; inadequate phaco power, followed by a surge of suction/aspiration in position 3. Posterior capsule tear; dropped nucleus segment. Patient was referred to another center for vitrectomy; hospitalized for procedure next morning.